Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-may-29 (B)(4)con): information was received from a patient (pt) who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the patient's communicator would not hold a charge. When asked about the event date, pt mentioned about 10 days, and they have not been able to get a bolus. Pt reached out to their manufacturer representative (rep) and was advised to call. Pt mentioned that they were able to get 1 bolus when they charged the communicator for 5-6 hours andthen "it loses the charge" the handset showed "recharge your communicator". Pt mentioned that the connection to the port does not grip tight any more that they need to wiggle the and hold the cord; "it's not clicking all the way". Agent sent a repair request to replace the communicator, potential issue with the port. During the call, pt mentioned that they called the manufacturer because they were experiencing pain and they were advised to go to the nearest emergency clinic if the pain was severe. Pt mentioned that they went to different emergency rooms/hospitals, and they would not see the pt unless the hospital has a pain management doctor due to the pump. Agent documented information and sent physician listing to pt via email.